Manufacturer narrative:
As the device was not available for evaluation, a device history record (DHR) review was conducted. The DHR indicates the proper materials and manufacturing methods we are used to produce this lot of materials. If the device is returned, evaluation will be performed and a follow up report submitted. There are no further actions planned at this time.

Event description:
Notification of (B)(4) was received on (B)(6) 2013.